Event description:
The physician was attempting to deploy a 2.75mm diameter x 08mm length integrity rapid exchange (rx) bare metal stent to treat a lesion in a patient located in the cx with 80-85% stenosis. It was reported that the lesion was pre-dilated and that the stent couldn't passed the lesion. When the device was removed from the patient, it was noticed that there was no stent present on the balloon, and that the stent dislodged. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(No device or procedural images, investigation based on information provided from account). Results: (no device or procedural images provided for review), inherent risk of procedure (stent embolism). Conclusion: no conclusion can be drawn (no device or procedural images provided for review). (B)(4).